Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine maintenance, it was observed that the foot plate was broken on the craniotome device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the protective foot plate had been drilled into on the device. Therefore, the reported condition was confirmed. It was determined that the cutter, attachment and drill had been assembled improperly due to failure to follow instructions for use. The assignable root cause was determined to be due to misuse, abuse and/ or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.